Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh0902 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that a two month old patient had a broviac placed in the right saphenous vein on (B)(6) 2016. On (B)(6) 2016 an x-ray was taken and it was noted that a piece of the catheter had broken inside the patient and had migrated to the left pulmonary artery. Physicians reviewed past x-rays taken and determined that the catheter broke on (B)(6). They initially thought the piece was part of the leads from the patient's permanent pace maker. The reported broken piece was removed but the line currently remains in patient. The nurse stated that the line will be replaced in the future.